Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."

Event description:
It was reported a patient underwent bilateral partial knee arthroplasty on (B)(6) 2012. Approximately three years post-op, the patient reported left knee pain above the patella and difficulty walking. The patient was prescribed medication for treatment. No revision procedure has been indicated.